Event description:
Client alleges threads are traveling to both left gum and upper area of her nares. She further alleges, that this has caused tooth pain and sinus issues. According to the client, she has been attempting to pull out the threads. She states she is experiencing swollen glands, sever tooth pain, earaches, dizziness and constant headaches.